Manufacturer narrative:
A ge rep evaluated the system and tightened loose screws. System operates as intended.

Event description:
The customer reported a problem with the collimator. No pt injury was reported.